Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: 4. Warnings ¿ the product must not be injected into blood vessels. Introduction of juvéderm volbella® xc injectable gel into the vasculature may lead to embolization, occlusion of the vessels, ischemia, or infarction. Take extra care when injecting soft-tissue fillers, for example, after insertion of the needle, and just before injection, the plunger rod can be withdrawn slightly to aspirate and verify the needle is not intravascular, inject the product slowly, and apply the least amount of pressure necessary. 5. Precautions ¿ juvéderm volbella® xc injectable gel is packaged for single-patient use. Do not resterilize. Do not use if package is opened or damaged. 8. Instructions for use treatment area with soap and water, the area should be swabbed with alcohol or other antiseptic. Prior to injecting, depress the plunger rod until the product flows out of the needle. 6. After the first small amount of material has been injected into the patient, wait a full 3 seconds to allow the lidocaine to take effect before proceeding with the rest of the injection. 7. The injection technique may vary with regard to the angle and orientation of the bevel, the depth of injection, and the quantity administered. A tunneling technique, serial puncture technique, fanning technique, or a combination has been used to achieve optimal results. Injecting the product too superficially may result in visible lumps and/or discoloration. 8. Inject juvéderm volbella® xc by applying slow and even pressure on the plunger rod. It is important that the injection be stopped before the needle is pulled out of the skin to prevent material from leaking out or being placed too superficially in the skin. 9. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported 1 syringe of juvéderm volbella® xc had ¿the needle come off the syringe during injection. The doctor started to inject, and the product would just not go through. The doctor took it out and once it flowed, the doctor put the needle back into the patient¿s cheek and pressed again. The needle then came off and stayed in the patient¿s face. Product went all over the room. Patient contact occurred. No injuries were reported. The packaged needle was used.